Event description:
The customer reported that the multi-function foot switch pedal was stuck engaged with the patient support in the lowest down position. The field service engineer confirmed that the multi-function foot switch unload pedal was stuck engaged resulting in the patient support moving out and down to the lowermost position. There was no report of harm associated with the reported event.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). Initial MDR mailed on (B)(4) 2013, on (B)(6) 2013, the customer reported that the multifunction footswitch (mffs) "unload" pedal had become stuck engaged on their brilliance 40 slice CT system. The customer stated that when the last patient was loaded on the patient support, the patient support made a sound and dropped a little bit. The customer attempted to move the patient support in the ¿up¿ direction utilizing the gantry control panel, but the patient support would not move. The customer attempted to reboot the system, but was not able to raise the patient support from the lower most limit. The field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse evaluated the system and confirmed that the patient support did not drop, but lowered a few millimeters to the lower most maximum when requested to move in the "up" direction utilizing the gantry control panel. The fse found that one of the plastic/nylon guide washers in the mffs had broken and became wedged between the pedal and the mffs frame. This resulted in the unload switch remaining stuck engaged. The fse removed the broken guide washer from the mffs and tested the patient support movements to verify correct operation. The fse then released the system to the customer for normal clinical use. The fse did not provide a bugrep or logs for further evaluation of the malfunction. No parts were replaced at the time of the initial correction. On 01-may-2014, the fse confirmed that there have been no other reports of uncommanded motion of the patient support due to a malfunction of the mffs since the initial report on (B)(4) 2013. Field change order (fco)¿s (B)(4) for big bore and (B)(4) for all other brilliance were initiated by the product safety committee to replace the existing footswitch with a new footswitch design. Field safety notice (fsn) 72800498_72800571 was released 01-aug-2012 informing customers that damaged footswitch covers may cause the patient support to move in an unintended manner. On 06-may-2014, (B)(4) was performed at the customer site to resolve the issue. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury because: the following mitigations for this issue include: a collision calculation is done in each combination of vertical, horizontal, or tilt motion. Stop button. Instructions in instruction for use to observe patient during all movements. Brilliance CT instructions for use volume 1 warning: during all movements of the gantry (automatic and manual) and the patient table, keep the patient under continuous observation to avoid pressing the patient against the gantry or between table parts, as well as to avoid disconnecting any infusion or resuscitation apparatus. The cause is failure of the pre-fco design mffs.